Event description:
Caller reported potential false negative urine hcg results with henry schein one step+ hcg urine cassette test vs. Ultrasound. Incident was reported to alere technical service rep by henry schein rep. Customer reported a false negative urine hcg result on a (B)(6). The pt's last menstrual period was on (B)(6) 2012. An ultrasound was performed; pt was determined to be approx 8 weeks pregnant. Blood was sent out for a quantitative serum hcg test. Results not available. It was reported that the customer opened all six boxes of product in the office and tested samples from six known pregnant women that were approx 10 weeks pregnant, approx 7 weeks, and approx 12 weeks pregnant. All results were negative. No pt info was provided for the add'l pts.

Manufacturer narrative:
Retain testing: lot number (s): hcg1080258; expiration date (s): 08/2013. Control: 25miu/ml hcg urine control lot: hcg120405-01, 210iu/ml hcg urine control lot: hcg120229-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time. (N=29). The 210iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Return testing: lot number (s): hcg1080258; expiration date (s): 08/2013. Control: 25miu/ml hcg urine control lot: hcg120405-01. Summary of results: the return devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 mins reading time. (N=20). Conclusion: from returned testing with in-house controls at cutoff and high level were tested with retain and return products. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This will be tracked and trended. No corrective action required at this time as no product deficiency was established.